Event description:
Reportedly, two prostyle devices were successfully pre-placed and used to close the 18f left common femoral vein following an interventional pacemaker implantation procedure. Three days after the procedure, an infection was noted at the access site. Although there were no reported issues with the prostyle devices, the physician attributes the infection to the use of prostyle. The patient is currently being treated with medication (including antibiotics, vancomycin, cefepim, and isodine sugar paste). There is a potential for future surgical removal of the sutures. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of infection is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.